Event description:
After dilation with catheter was done, guide wire was advanced through catheter then guide wire became immovable within catheter. Entire catheter and guide wire removed without incident. (See also 1001608.)